Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records did not identify any applicable nonconformance to specification. The lower jaw is broken off at the jaw pivot pin; the broken off portion of the shaft is missing and was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.